Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Judes medical, the cause of the reported incident could not be conclusively determined the angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was selected for use. A pre-deployment angiogram was not performed, but no calcification was found in the right common femoral artery (rcfa) puncture site. A 6f radifocus sheath was used during the procedure. The angio-seal was deployed and hemostasis was achieved. The next day, the pt ambulated. One day after ambulation, approx 30 hours after the procedure, the pt complained of coldness and pain in the lower leg. An ultrasound detected ischemia of the lower leg due to a below the knee thrombus. The next day a thrombectomy was performed using a fogarty catheter. The puncture site was incised and the angio-seal was surgically removed. The puncture site was then sutured to achieve hemostasis. The pt recovered and was discharged late on an unk date.